Manufacturer narrative:
(B)(4)- follow up emdr-two closed samples were received it was evaluated according to our inspection procedure and no problems were observed in the units. In addition, the product was dimensionally inspected and no issues were found. Two years of complaints were reviewed from february 1, 2014 - january 31, 2016 and no trend was observed. Current product line is running according to procedure. No issues were found with the design as it is being manufactured according to carefusion¿s specifications. Based on the investigation, the root cause could not be determined since failure mode could not be confirmed with the samples provided. At this time, there is not a corrective action to implement since the sample was found in compliance with specification. In addition when the initial emdr was submitted the wrong procode was reported along with the incorrect 510k, the corrected information is on this form.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) initial emdr submission. Carefusion is awaiting the sample return from the customer. Multiple attempts have been made by customer advocacy to gain the sample. A ups label was provided to customer for the sample return, but to date the sample has not been received. The customer is unable to provide the lot number for the affected product. The customer states they are no longer using this product. If any additional information or if a sample becomes available a follow up emdr will be submitted.

Event description:
Customer reported via email: "the issue is that we use f&p heater/humidifiers with our high-flow oxygen systems. The f&p temp probe that fits into the airlife rt600-850 circuit just above the heater port keeps popping out while in use because it's just a friction-fit connection and does not have a little latch that secures the probe. When that happens in use, the patient loses a significant part of the flow from the device and oxygen desaturation can occur. There was not any actual patient impact or harm related to this issue, the clinician was alerted by the spo2 alarm when the spo2 would go below 90%. This product is used when the patient is receiving high flow oxygen via nasal cannula. The clinician would then reconnect the temp probe into this circuit to fix the issue. I do not have the lot number, and we are no longer using this product. We have switched to an f&p circuit that provides a clip to keep the temperature probe from coming out of the circuit".

Manufacturer narrative:
(B)(4). Supplemental MDR report. The date received by MFR has been changed to 15jan2016. The previous supplement had the incorrect date documented. The correct date is 15jan2016.

Manufacturer narrative:
(B)(4). Supplemental emdr submission. The date received by MFR was corrected to reflect the roi date of 18feb2016 for the follow up submission that was filed.